Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 4.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. The smart coil introducer sheath was removed by the penumbra investigator and the embolization coil shape was observed. The secondary coil diameter was measured to be within specification. Conclusions: evaluation of the returned device revealed that the embolization coil took its intended shape and the embolization coil windings were offset. The introducer sheath was removed by the penumbra investigator to observe the embolization coil¿s shape and the intended shape was present. The secondary coil diameter was measured and found to be within specification. The root cause of the intended shape not being present during the procedure could not be determined. Further evaluation of the returned smart coil revealed that the embolization coil windings were offset. This type of damage may have occurred, if repeated forceful attempts were made during the reported shaping issues. The offset coil windings likely caused the resistance experienced by the physician and prevented to smart coil from being advanced out of its introducer sheath. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. The pusher assembly to the second smart coil was not returned for evaluation. The smart coil was attempted to be advanced through a demonstration microcatheter; however, resistance was experienced and the smart coil could not be advanced out of its introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01895.

Event description:
The patient was undergoing a coil embolization procedure in the left middle meningeal artery (mma) using penumbra smart coils. During the procedure, while attempting to place a smart coil into the target vessel using a non-penumbra microcatheter, the physician noticed that the smart coil was not taking its intended shape; therefore, it was removed and saved for later use. The physician then attempted to advance a new smart coil into the target vessel using the same microcatheter; however, the new smart coil would also not take its intended shape and was removed and save for later use. After that, the physician placed a non-penumbra coil in the target vessel using the same microcatheter. Next, the physician successfully placed the second smart coil that was previously removed. Prior to redeploying the first smart coil that was previously removed, the physician rinsed it in a saline bath to remove any blood; however, while attempting to advance the smart coil out of its introducer sheath and into the microcatheter, the physician experienced resistance at the distal end of the smart coil introducer sheath and the smart coil would not advance. Therefore, it was removed. It was also reported that resistance was encountered while attempting to advance the smart coil out of its introducer after removal from the microcatheter. The procedure was completed using a new smart coil and the same microcatheter without further issues. There was no report of an adverse effect to the patient.